Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp), received reoccurring helium loss alarms. No blood was noted in the helium driveline. The perfusionist attempted to troubleshoot the alarms in the unit but, decided to swap pump, however the alarms persisted. They then attempted to decrease the volume by 5cc with no change. The rn then went to a 1:2 and the alarm was only occurring every 30 minutes approximately. There was still no blood noted in the driveline. The patient continued to recover from operating room (or) with no issues. At an unknown time, the pump was then changed to a 1:4 assist. According to the rn, only one alarm occurred in the morning prior to the intra-aortic balloon (iab) being pulled at approximately 09:30am. The iab was pulled as the patient no longer needed support and was unrelated to the alarms. The iab was removed with no issues. The rn relayed that the patient had no visible signs of kinking on the iab, no pannus at the insertion site, was in the sinus rhythm 80's and the balloon pressure waveform (bpw) had been presenting normally with a sharp plateau (no signs of widened artifact). Patient is not on any vasoactive drips at this time. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Other evaluation codes method: 3331 teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed. The iab was confirmed with numerous leaks from the bladder. Each leak site on the bladder is located in the same general location and the leaks are consistent with contact from a sharp object. The root cause is undetermined, but a potential cause of how the iab came into contact with a sharp object is due to customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaint see MDR #3010532612-2018-00137 and tc #1900060307.

Event description:
It was reported that the intra-aortic balloon pump (iabp), received reoccurring helium loss alarms. No blood was noted in the helium driveline. The perfusionist attempted to troubleshoot the alarms in the unit but, decided to swap pump, however the alarms persisted. They then attempted to decrease the volume by 5cc with no change. The rn then went to a 1:2 and the alarm was only occurring every 30 minutes approximately. There was still no blood noted in the driveline. The patient continued to recover from operating room (or) with no issues. At an unknown time, the pump was then changed to a 1:4 assist. According to the rn, only one alarm occurred in the morning prior to the intra-aortic balloon (iab) being pulled at approximately 09:30am. The iab was pulled as the patient no longer needed support and was unrelated to the alarms. The iab was removed with no issues. The rn relayed that the patient had no visible signs of kinking on the iab, no pannus at the insertion site, was in the sinus rhythm 80's and the balloon pressure waveform (bpw) had been presenting normally with a sharp plateau (no signs of widened artifact). Patient is not on any vasoactive drips at this time. There was no patient death, serious injury or patient complication reported.